Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloons of the catheters were found to have leakage and the devices fell out the patient after insertion.